Manufacturer narrative:
Exemption number: e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The two additional proglide devices referenced are filed under separate medwatch report numbers. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with three proglide devices were attempted in a common femoral artery via 5fr sheath using the preclose technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles with all three proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to larger than an 8.5fr and the pevar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.